Manufacturer narrative:
Summary of event: as reported, a "few" bentson straight fixed core wire guides unraveled in the "past few months". Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual examination of complainant provided photographs was conducted as well. The complainant did not return the complaint device to cook for investigation. However, two photographs of wire guides were provided by the complainant. The photographs depicted unraveling a few centimeters behind the distal tip. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. Subassembly lots were noted to have four potentially relevant non conformances on thirty-one devices. However, all nonconforming devices were scrapped in house. Cook determined that there is no nonconforming product in house or in the field. The product IFU states: ¿warnings: this product is a delicate instrument. Avoid forceful angulation. Precautions: do not attempt to torque the wire guide. Inspect the wire guide for kinks or damage prior to use. ¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the provided device photographs, complaint file, dmr, DHR, and IFU indicates the device was manufactured to specification. There is no evidence that there are non-conforming devices in house or out in the field. Although relevant non-conformances were noted on sub-assembly lots, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook concluded that a component failure caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a "few" bentson straight fixed core wire guides unraveled in the "past few months". Additional information has been requested.